Event description:
It was reported that the customer experienced a malfunction on their pump, indicated by malfunction code 199. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided the customer with information on how to reset the pump and assisted them with the reset process.